Manufacturer narrative:
When completed, the eval summary will be submitted in a supplemental report.

Event description:
It was reported that, "I rec'd these from my rep in shreveport about these cup holders that broke in his case. I was not in either of them so I cannot say specifics, but the top has sheered off in almost the same location on both of these. If any info from the case is needed, he would be the one to contact."